Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive. During troubleshooting, the pump was reset and the pump time and date became inaccurate. The customer's blood glucose level ranged from 117-129 mg/dl. Reportedly, the customer corrected the time and date to resolve the issue. The customer continued using the pump for insulin therapy.